Event description:
Customer reported multiple no delivery alarms. Customer's blood glucose at the time of the call was 259 mg/dl. Troubleshooting did not find any damage to the insulin pump. The customer was advised to discconect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. However, intermittent button noted response due to flattened act button dome switch. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.